Event description:
It was reported the customer experienced elevated blood glucose levels (400-500 mg/dl). Reportedly, luer lock was loose. Customer changed out cartridge and infusion set to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).